Manufacturer narrative:
There was no pt harm or injury. The ventilator was found to audibly and visually alarm as designed for a ventilator inoperative condition. The MFR will continue to trend life support ventilator malfunctions that could potentially result in a loss of therapy.

Event description:
The MFR received info alleging a ventilator alarmed for a ventilator inoperable condition while the device was in use. There was no pt harm or injury. The ventilator was evaluated and the customer's complaint was confirmed. The device's system board was replaced to address the ventilator inoperable condition.